Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2016. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. The alleged issue could not be duplicated.